Manufacturer narrative:
Reference MFR report #0002916596-2014-02206 for the report of the patient's previous pump exchange. Reference MFR report #2916596-2016-02132 for the report of the patient's previous external driveline replacement. (B)(4). Approximate age of device ¿ 2 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had undergone a previous device exchange for driveline compromise on (B)(6) 2014. A percutaneous lead (driveline) replacement had been performed on (B)(6) 2016. Additional pump stoppages were reported on an unspecified date, while the lvad system was supported on an ungrounded power module patient cable. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was returned with the driveline cut approximately 1 inch from the pump housing and the remainder of the driveline was returned in 3 segments. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, the metal braided shield appeared unremarkable except for two areas of shield breakdown adjacent to the nipple of the pump housing and at approximately 2.5-3 inches from the nipple of the pump housing. Visual inspection of the underlying wires revealed breaches to the insulation of the black and red wires adjacent to the nipple of the pump housing, exposing the inner metal conductors. Additional breaches to the insulation of the yellow, orange, red, and brown wires were identified at approximately 2.5 inches from the nipple of the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppage. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused an interruption in pump function while the system was operating on an ungrounded patient cable or on battery power. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop with the braided shield removed and functioned as intended. The evaluation could not determine a specific cause for the reported elevated pump power/estimated flow values captured in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.